Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, oversized femur, patella baja and loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. The patella was well fixed and retained. The femur had cement stuck to its backside and was well fixed. The tibial tray had a clean backside and popped right out. Doi: 4 years ago, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.